Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.

Event description:
It was reported that the screwdriver was weak during the case and broke at the end of the case. It was reported that there was no negative consequences for the staff and the pt.